Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The physician did not suspect malfunction.

Manufacturer narrative:
Sc-1132 s/n (B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies. Sc-3400-30 s/n (B)(4): the source of the complaint could not be determined. The lead splitters were cut during the explant procedure. Visual and x-ray inspections on those pieces found no anomalies. Damage to the device is a result of a typical explant procedure and is not considered a failure. Sc-2316-50 s/n (B)(4): a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The physician did not suspect malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit 50 cm. Model #: sc-3400-30, serial: (B)(4), description: infinion splitter 2x8 kit 30cm.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The physician did not suspect malfunction.